Event description:
It was reported that the patient has deceased. There is no known allegation from a healthcare professional that suggests that the death was device related. The cause of death was acute respiratory failure and acute systolic congestive heart failure. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.